Event description:
It was reported that the asymptomatic patient presented to the clinic with the lead exhibiting noise. The lead was explanted and replaced. The patient tolerated the procedure well and would be followed-up normally.